Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak at the probe wipe due to a loose tubing at the valve, through pinch valve lv8. The fse reseated the tubing through pinch valve lv8 to resolve the leak. The fse also discovered that the platelet (plt) backgrounds were failing and noticed contamination of the baths due to protein buildup. The fse decontaminated the instrument and verified the repairs as per established procedures. Failure mode of the leak is attributed to a loose tubing through pinch valve lv8 and failure mode of the plt background failure is attributed to contaminated baths due to protein buildup. Results: contamination of the baths due to protein buildup. (B)(4).

Event description:
The customer reported a leak inside the coulter act diff analyzer. The customer indicated that the instrument failed platelet (plt) backgrounds during startup when the leak was noticed. The customer stated that a few drops of fluid leaked and was not contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.